Event description:
It was reported that the infusion set was improperly inserted due to premature retraction of the guide needle on (B)(6) 2026 the patient was experienced high blood glucose levels and was treated with pump. The infusion set was in use for few hours.

Manufacturer narrative:
Patient country: italy. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.